Manufacturer narrative:
At this time, no further information is available and records indicate the system remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out of range shock impedance measurement of 0 ohms. Boston scientific technical services (ts) discussed that a measurement of 0 ohms is likely an indication of external electromagnetic interference (emi) interference. The shock impedance measurements prior and the day after the out of range measurement were within normal range. No adverse patient effects were reported.